Manufacturer narrative:
The samples were serum collected in 13 x 75 mm tube. The samples were aliquoted by the automate and tested on the dxc 800. The sample volume used in the testing is 3 ul. The customer ran therapeutic drug monitoring (tdm) controls after loading and calibrating reagent once a day. All the daily qc results met established ranges. A bci field service engineer (fse) inspected the instruments and did not note or identify any issues. A clear root cause is unknown for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low gentamicin result on one patient generated by the unicel dxc 880i synchron access clinical system. The result was reported out of the laboratory. The hospital's pharmacist identified the results as erroneous and notified the customer. The sample was repeated and higher result was obtained. Amended reports was initiated. Patients' samples are provided. Patients' treatment was not impacted by this event.